Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by fibrin with white specks in the peritoneal dialysis catheter. The patient was not hospitalized for the peritonitis event. Although it was reported that the possible cause of the peritonitis was due to an error with the transfer set, this was unable to be medically verified and therefore the cause is assessed as unknown. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. On an unreported date, the peritoneal effluent fluid was clear. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.